Event description:
The customer reported encountering a cgm error, specifically error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing complete pump reset instructions and guiding them through the process, resulting in the successful initiation of their sensor session with no recurrence of the error.